Event description:
It was reported that the minicap extended transfer had a leak. The patient was using a non-baxter alcohol based solution as a disinfectant. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h11h17053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample has been reported to be available for evaluation and has been received. However, the sample has not been evaluated as of yet. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.